Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the paint on the heater tray was cracking. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. An internal inspection found indications of dried fluid found on the bottom cover near the compressor, on the rear panel near the speaker, under pump a and b mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. Fluid was found in the pneumatic lines during the inspection. The cause of the encountered dried fluid could not be determined. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short of the transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler touch screen was dim during power up and throughout dialysis treatment. The fresenius technical support representative advised the patient to continue using the machine and issued a replacement cycler. At that point in time, the technical support representative advised the patient contact to continue use of the cycler and to notify the patients peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Corrected d10: concomitant medical product and therapy date: (B)(6) 2021.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler touch screen was dim during power up and throughout dialysis treatment. The fresenius technical support representative advised the patient to continue using the machine and issued a replacement cycler. At that point in time, the technical support representative advised the patient contact to continue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.